Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose (bg) level was impacted (50 mg/dl) the customer drank orange juice to stabilize bg level. The customer reloaded the same cartridge and the issue was resolved.